Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician was treating a restenosis of a non-bsc stent located in the mildly tortuous, moderately calcified and 80% stenotic mid left anterior descending artery. The physician advanced the 2.5x25mm maverick2 balloon to the lesion and inflated the balloon to 12atms for 20 seconds when the balloon ruptured. The device was removed from the patient intact. The physician completed the pre-dilation with another 2.5x25mm maverick2 balloon, then successfully deployed a stent. The physician post dilated the stent with a quantum maverick balloon. Patient status is listed as "fine".